Event description:
It was reported that while working on the patient's denture, they noticed that the implant at tooth site #4 was loose and when they engaged the denture, the implant got pushed into the sinus. We sedated the patient and removed the implant. Laid graft bone and placed the patient on antibiotic, augmentin.

Manufacturer narrative:
Zimvie complaint number (B)(4). E1: last/given name unknown / not provided. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. Zimvie did not receive the reported implant for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. ¿complaint history review was performed for the reported lot number for similar events and no other complaints was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was likely user caused. Therefore, based on the available information, device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.